Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the reservoir tube lip, reservoir tube, belt clip slot, battery tube threads and a scratched lcd window also noted.

Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during manual prime and the drive support cap is sticking out. Nothing further was reported.